Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to using a bd luer-lok¿ tip syringe, the syringe tip was found to be deformed. The following information was provided by the initial reporter: the customer reported that the syringe tip was deformed.

Event description:
It was reported that prior to using a bd luer-lok¿ tip syringe, the syringe tip was found to be deformed. The following information was provided by the initial reporter: the customer reported that the syringe tip was deformed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-jul-2022 h6: investigation summary one 10 ml syringe sample and photos received by our quality team for investigation. Upon visual inspection, luer appears damaged and deformed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. Additionally, the syringe was manufactured in mold 94, cavity 26 and action plan have been implemented on the production line to reduce this failure, which include updating the bolt alignment.